Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hemodialysis dependent post vad implant and wanted more freedom to travel so they tried peritoneal dialysis. The patient developed peritonitis along with septic shock and was hospitalized for IV antibiotics and was discharged home on hemodialysis. Follow-up indicated the patient had kidney failure pre vad implant and was hemodialysis dependent prior to implant.

Manufacturer narrative:
###This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Corrected sections: - b5: desc evt problem: corrected to include additional adverse event experienced by the patient - h6 patient codes (ime/annex e), img (annex g) component: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and malfunction. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient had a gastrointestinal (gi) bleed and received a blood transfusion. An upper endoscopy was performed, and a bleeding duodenal arteriovenous malformation (avm) was treated with an epinephrine injection and argon plasma coagulation. The patient also received a proton-pump inhibitor drip and was then transitioned to an oral dosage. It was further reported that, prior to implant, the patient was hemodialysis-dependent but wanted more freedom to travel so they tried peritoneal dialysis; the patient developed peritonitis and septic shock and was treated with intravenous antibiotics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, gi bleeding, avms, and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of prior similar adverse events. Possible clinical factors that may have contributed to this event include the pa tient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmac ological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: ddbb1d1 ICD, (B)(6) 2016. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a gastrointestinal bleed (gib). The patient received two units of packed red blood cells (prbcs). An upper endoscopy (egd) was performed and a bleeding duodenal arteriovenous malformation (avm) was treated with an epinephrine injection and argon plasma coagulation. The patient received a proton-pump inhibitor drip and was then transitioned to an oral dosage. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.